Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient indicated they did not turn off the implantable neurostimulator (ins). When the rep interrogated the ins on (B)(6), the ins was off. The patient had telemed session with their physician on (B)(6) and the physician believes the ins was on. For some unknown reason, the (B)(6) data is not showing on report. Information shows (B)(6) usage of 88% and 84% in (B)(6). Weekly data from mid-(B)(6) to end of (B)(6) shows 100% until (B)(6) of 91%. They calculated usage percentages and everything appeared to be correct. Since the patient does not believe they turned off their device, they inquired how it got turned off and why on (B)(6), did the ins indicate on since it was off end of (B)(6). It was discussed it may be possible to capture log files but unknown if it will show when the ins was turned on and off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported high impedances were still seen on may 13th on contact c/o and c/2. The manufacturer¿s representative (rep) stated there were two things going on: 1-slightly high impedances discovered at an MRI that was not executed and 2-the battery being off at the surprise of the patient. There was no data on the tablet for being on in april, but a healthcare provider (hcp) did a telemedicine visit on april 1st and saw the programmer (B)(6) and okay. The rep. Was told that they had this visit because the patient was not feeling great (no further details of what that meant), with the objective of the visit being to check if the device was on so why there was no data showing up in april was unknown. The rep. Provided logs which they hoped would provide something. The rep. Had a visit with the patient and looked at the daily usage and there was a fraction of the day on may 5th when the battery was read and turned therapy back on and every day was 100% usage except today which was expected. When initially interrogated c and 2 it was still slightly and c and 3 were still slightly high as well. Therapy impedances from the encounter in february and today were off by 1.2 milliamps on the left brain as the patient had increased tremor in the right hand. Therapy impedance ohms were similar to electrode impedance for contact 2. The hcp created a new group and tested contact cand 1 and c and 3 as alternatives for symptom control with 3 being favorable and therapy was left there then impedances were taken again with contact 2 and case normalized to 822 ohms. They were trying to understand if there was a compromised system in order to feel good about clearing the patient for an MRI. The rep was looking for input on the battery being off and the discrepancy in the usage report with what the clinician saw on april 1st, they also needed help to understand what might be going on with the left hemisphere lead as there patient had no prior impedance issues at 0.7 volts.

Manufacturer narrative:
The event date is an estimated date. Concomitant medical products: other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-feb-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 25-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was out of range impedance encountered during pre-MRI impedance check. The left monopolar were moderately high at electrode 0 (3317) and 2 (2422). Environmental/external/patient factors that may have led or contributed to the issue was the patient reported a fall within the last couple of months. The patient's device was turned off and they were unaware that it was off. At the patient's request, it was turned on and report shows that it had been off since mid (B)(6) 2020. The patient did not have the MRI due to the high impedance. It was recommended that they follow up with their programming neurologist. It is unknown if the issue resolved.